Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a scratch was found on the peripheral part of the iol optic after it was implanted. The surgery was completed without replacing the iol. There was no patient harm. There is no plan to remove the iol. Additional information has been requested.